Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s spouse, on approximately (B)(6) 2026, the patient experienced diabetic ketoacidosis (dka) during the night, the patient¿s ketone value was 1.9 mmol/l. An ambulance was called and the patient was treated with intravenous medication and taken to the hospital and was discharged the same day. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report, the patient was in better condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.